Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple cubies failed to release and open. The field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubies was failed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.